Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging difficulty breathing/short of breath, the device will not turn on/device not functioning with other thermal issue and the device is not working. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleging difficulty breathing/short of breath, the device will not turn on/device not functioning with other thermal issue and the device is not working. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed rust/ corrosion to the dc jack (p4) power connector, addresses the issue of liquid ingress to the p4 power connector. A dust¿like contamination was seen on the front panel, observed an unknown dirt¿like contamination on the top enclosure, around the keypad and inside the iso port on the rear panel. An unknown dirt¿like contamination was observed underneath the flip doors and all around the air inlet of the blower box. Dust along with hair¿like fibers were observed on the back of the user interface (ui) panel. A brownish contamination was found along the track of the bottom enclosure. A brownish contamination potentially from excessive heat, was seen directly along where the dc jack (p4) is routed and was observed on the rear panel. A heavy amount of dust and tiny hair¿like fibers were observed in the base of the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.